Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify rewind anomaly, unexpected battery power loss anomaly, back light anomaly and unexpected error anomaly due to buttons not responding. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were less responsive. Blood glucose was unknown. Customer also reported that screen was scratched, brightness hard to read and also received random no delivery alarm and longer on rewind. Customer also stated that insulin pump stopped working for 24 hours before offer 24 hours helpline. The insulin pump will not be returned for analysis.